Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning."

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to subluxation and loosening of the knee. During the procedure, the femoral component, bearing, locking bar and patellar component were revised. Femoral augments, offset adapter, and a stem were implanted to complete the procedure. Patient was revised again on (B)(6) 2015 due to infection. All components were removed and replaced with spacer molds.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.